Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump would shut down and go in to threshold suspend due to the inaccurate readings. The customer also reported their sensors were not calibrating. It was also found the customer's sensor glucose reading would not fluctuate above 60 mg/dl. Customer had adjusted their basal rates and their sensor glucose was able to read a blood glucose of 80 mg/dl. Customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.